Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system alarmed with error w-02-51-03 and the message "concentrate pressure too low" in supply mode. The biomed stated that the boost pump airlocked and shut off. The biomed stated that construction was underway in other parts of the building around the time of the reported event. It is possible that the main water was shut off without notice. Air could have entered the lines that was transferred to the facility. The biomed stated that resetting the relay in stage 2 resolved the reported issue. The ro system then failed the t1 test. No alarms or error codes were reported. Upon evaluation the biomed discovered that a post on the stage 1 motor protection switch (mps) had melted. There was no observed burning smell, smoke, spark, flame, or arcing associated with the reported event. No other indication of thermal decomposition was noted within the system. The biomed was not aware of any recent power outages or electrical storms that could have caused or contributed to the reported issue. The stage 1 mps was replaced with an available spare to resolve the thermal decomposition. The ro system has been returned to full operation. There was no personal harm to any patients nor individuals as a result of the reported issue. A photograph of the reported thermal decomposition was provided. The sample was reported to be available to be returned to the manufacturer for physical evaluation. The biomed was instructed to contact fresenius technical services for additional instructions regarding the return of the sample and to obtain a return goods authorization (rga) number.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system alarmed with error w-02-51-03 and the message "concentrate pressure too low" in supply mode. The biomed stated that the boost pump airlocked and shut off. The biomed stated that construction was underway in other parts of the building around the time of the reported event. It is possible that the main water was shut off without notice. Air could have entered the lines that was transferred to the facility. The biomed stated that resetting the relay in stage 2 resolved the reported issue. The ro system then failed the t1 test. No alarms or error codes were reported. Upon evaluation the biomed discovered that a post on the stage 1 motor protection switch (mps) had melted. There was no observed burning smell, smoke, spark, flame, or arcing associated with the reported event. No other indication of thermal decomposition was noted within the system. The biomed was not aware of any recent power outages or electrical storms that could have caused or contributed to the reported issue. The stage 1 mps was replaced with an available spare to resolve the thermal decomposition. The ro system has been returned to full operation. There was no personal harm to any patients nor individuals as a result of the reported issue. A photograph of the reported thermal decomposition was provided. The sample was reported to be available to be returned to the manufacturer for physical evaluation. The biomed was instructed to contact fresenius technical services for additional instructions regarding the return of the sample and to obtain a return goods authorization (rga) number.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However the reported issue is confirmed based on the provided information. The cause of the reported issue was determined to be poor electrical contacting on the connection pin of the motor protection switch. High contact resistance and thermal power loss will expose the parts to higher temperatures resulting in the found thermal damage. The concerned device was already equipped with a new and improved design of the wiring/cable lugs. This was an outcome of a CAPA project and was released. The concerned wiring with the included cable lugs are supplier parts. A manufacturing failure cannot be excluded or confirmed as failure cause. As the wiring was not replaced, no supplier non conformity can be submitted .a design change for a different motor protection switch type and electrical connection is going to be implemented. The new design is currently not available for the us market. The design change process is ongoing. The issue was solved by replacing the motor protection switch in stage 1. It is recommended to replace the complete wiring attached to the motor protection switch at both stage 1 and stage 2 to avoid additional failures.